Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during follow-up in clinic. The implantable cardioverter-defibrillator exhibited a long charge time for last capacitor maintenance. The device was monitored, and no intervention was performed. The patient's condition was stable.